Event description:
The company received a report where it was claimed air in the cuff came out after 20 minutes of pt use. The caller reported that the tube was replaced and a pin hole was identified. The tube was replaced without incident.

Manufacturer narrative:
Part number# 118-80m is not distributed in the u.s.; however, is a device of essentially identical design distributed in the u.s. Applicable 510k# for u.s. Distribution part is k841872. The sample associated to this report is currently in transit to the mfg site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.